Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: poor image quality. 2 blackout areas on the screen.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality. 2 blackout areas on the screen was confirmed. There are two dark vertical streaks in the image. The root cause of the reported issue is an internal failure on the probe. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: poor image quality. 2 blackout areas on the screen.